Manufacturer narrative:
The handpiece was received at the MFR for service and eval. Based on the investigation details, the reported complaint was confirmed, as a sample was collected from the saw head assembly. It was also found that internal components are very corroded. The device was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.

Event description:
It was reported that an oil-like substance came out of the bottom part of the handpiece where the battery connects during the cleaning process and prior to sterilization. There was no medical intervention. There was no pt involvement or any adverse consequences reported as a result of this event. However, when the device was returned to the MFR a sample was taken from the saw head assembly.